Event description:
Cup shifted and dislocated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01834; 430-97-056, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.